Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for peritonitis included injection of reflin (1gm per night dwell, route not reported), injection of tobramycin (40mg per night dwell, route not reported) and injection of heparin (0.5ml per day, 2500 iu (international units), route not reported). The outcome of the peritonitis was not reported. Additional information was requested and was not available.